Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer experienced high blood glucose over 400mg/dl, and insulin from the reservoirs leaked past the o-rings. The caller also mentioned that the reservoirs have air bubbles. No further information was provided.

Manufacturer narrative:
Evaluated three opened and used reservoirs. Checked o-rings for defects and none were found. Ran basal and bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. No reservoir leaks found. No air bubbles during test.